Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-78798 for hospitalization.

Event description:
Customer reported via phone, she was having issues with in accurate readings. The sensor was reading 77 mg/dl and it activated the threshold suspend feature on the insulin pump when her blood glucose was 130 mg/dl. During troubleshooting she mentioned she was hospitalized due to low blood glucose of 37 mg/dl but she wasn't wearing the sensor at time. The sensor is not returning for further analysis.